Event description:
The facility reports the pt was being transferred from a wheelchair to a bed when the hoist became stuck and tilted forward. The machine was then returned to its upright position by a number of staff. There were no injuries sustained.